Manufacturer narrative:
The unit was received with operating currents within specification. The unit passed the self test, unexpected restart error test, rewind and displacement test. However, the unit was unable to prime during the prime/compromised force sensor system test and compromised force sensor system alarm during the basic occlusion test due to a slightly loose drive support disk. The following cosmetic damage was noted: missing end cap sticker, cracked battery tube threads, and minor scratches on the lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump piston would not stop when it met the reservoir. The insulin pump was returned for analysis.